Manufacturer narrative:
A4 is unknown. The impella passed all the post sterile inspection checks. The root cause of the sepsis was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella rp flex required escalation of pressors. The patient also experienced thrombocytopenia. Later, the patient was successfully weaned from the pump and survived.